Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Visual examination revealed that the distal tip and the body of the device was kinked. The coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05072. It was reported that the burr became stuck on wire. A rotablator burr and a rotawire¿ were selected for use. During withdrawal, it was noted that the wire got stuck with the burr. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05072. It was reported that the burr became stuck on wire. A rotablator burr and a rotawire were selected for use. During withdrawal, it was noted that the wire got stuck with the burr. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.